Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the trailing haptic got stuck in the cartridge during insertion. The lens was removed without any patient injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Results: visual inspection of the returned product showed that the optic was torn and a part of both haptic plates were torn off and missing. There was a clear surgical residue on the lens.